Event description:
The customer reported that erroneous low unsaturated iron binding capacity (uibc) results were generated from an olympus au600 clinical chemistry analyzer for an unknown number of patients over an unknown period of time. Patient uibc results were negatively skewed by -26 ug/dl. No other chemistries were affected. The issue is believed to have involved all patient uibc results generated on this instrument over a minimum of one year's time, however the actual involved patient results were not provided by the customer and hence it is unknown as to quantity of patients associated with, or the duration of, this event. The erroneous results were reported outside of the laboratory and it is unknown as to whether any deaths, serious injuries or modification to patients' treatment were associated or attributed to this event. Low uibc proficiency testing results were generated in (B)(6) 2011 and failing uibc proficiency testing results were generated in (B)(6) 2011.

Manufacturer narrative:
Customer was using a b offset of -26 ug/dl in the instrument/chemistry uibc settings. Incorrect uibc parameters were provided or entered, and as a result all patient uibc results possessed a -26 ug/dl bias. This uibc offset value was associated with an obsolete uibc reagent which had been discontinued in 2008 before the instrument was validated at installation in (B)(6) 2009. Installation data from (B)(6) 2009 shows acceptable linearity and method comparison data. There was no evidence of a -26 ug/dl bias in the installation data. In response to this event, a beckman coulter inc. Field service engineer (fse) corrected the uibc settings. The fse recalibrated the instrument/chemistry and performed a successful quality control assessment. Upon completion of the necessary and verified repairs, the instrument was returned back into service.